Manufacturer narrative:
(B)(4). Batch # u5cx4k. Component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was returned with no apparent damage. The reload had the swing tab in the unlocked position, and the proximal 1 driver up, and the remaining drivers were down with staples present. The reload swing tab was reset in order to fire the cartridge. The reload was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. After the fire was noted that the left gripping surface was damaged. It should be noted that product failure is multifactorial. The swing tab in the unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, some of the staples were already out of the staple deck, it was even before the assembly. There were no patient consequences.